Event description:
Hospital reports that while on patient, unit alarmed "vent inop" twice. When rt got to vent after hearing alarm, vent had reset itself and was operating normally. No patient injury as a result of incident.